Manufacturer narrative:
The initial medical device report was submitted (2938836-2014-14368). Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that patient presented in clinic for follow-up. The device could not be interrogated. Telemetry test was attempted several times, but was not successful. No emi sources were present and programmer was able to interrogate other devices with no issues. Device was explanted. There were no adverse consequences during or after procedure. Previous merlin transmission was reviewed and a rapid drop in battery voltage was noted.